Manufacturer narrative:
This report is submitted on june 27, 2019, by cochlear ltd. On behalf of (B)(4). Exemption number e2016011. Registration number 3009092818.

Event description:
Per the clinic, the patient had a loss of osseointegration of their implant. There are no plans to re-implant the patient.